Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted traces of dried body fluid/blood in the lumen. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The lead did fail a stylet insertion test as the stylet failed to advance approximately 8 centimeters from the tip of the lead. A wire insertion test also failed at the same location. This indicated there was a blockage, so the insulation of the lead was cut lengthwise in that area and the conductor coils were pulled out and stretched. This revealed dried body fluid/blood debris at the failure location. Analysis confirmed this blockage caused the reported clinical observations seen in the field.

Event description:
It was reported that during an implant procedure, multiple guide wires got stuck in this left ventricular (lv) lead while the physician was attempting to position it. The physician tried to flush the lead but thought it may be clogged. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.